Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the armada 14 was not prepared prior to use; it should be noted that the armada 14 instruction for use provides instructions for preparing the pta catheter including purging the device of air prior to inserting into the patient. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified distal anterior tibial artery. The 2.5 x 200 mm armada 14 balloon dilatation catheter (bdc) was not prepped prior to use. The bdc was advanced to lesion without resistance and during inflation at 2 atmospheres, the balloon was leaking. The bdc was replaced with another 2.5 x 120 mm armada and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.